Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and a button error alarm occurred. It was stated that the buttons were not responding properly. Blood glucose value is 309 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No unexpected numbers ramping and no button error alarm noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response. The insulin pump has minor scratched display window, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip.